Event description:
The lay-user/pt contacted lifescan alleging that her one touch ultra meter was giving her an intermittent "errror 4" message. Sometime in 3/06 the "error 4" message started to occasionally appear on the pt's meter. The pt denied altering her medication/treatment regimen due to the reported issue. She was taking "glipizide" tablets at the time and is still currently taking the medication. The pt was hospitalized overnight on an unk day in 06 and for an unspecified reason. She did not report having any symptoms but was given insulin treatment during her hospitalization. The customer care advocate (cca) verified that the pt was using the correct techniques for testing and cleaning with the meter. The meter was used at normal room temperature. The test strips were in good condition and pt was using blood samples from her fingers. The meter, test strips, and control solution were replaced. This complaint is being reported tue to the unresolved "error 4" message issue and that the pt was hospitalized and received insulin treatment.